Manufacturer narrative:
Concomitant medical product: product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a manufacturer representative (rep) regarding a patient receiving infumorph (10 mg/ml, 0.5 mg/day) via an implantable pump for an unknown indication for use. On (B)(6) 2018, a pump memory error occurred during the update process of a newly implanted pump. The rep tried to update the pump 3 times, all resulted in a pump memory error. The rep tried both in the operating room and in the recovery room. The following troubleshooting activities were recommended to the rep; verify the reservoir volume was still at 20 ml to ensure the prime bolus was not received by the pump, turn off the 8840 and then reprogram everything. The rep confirmed that no other external devices were used to attempt communication with the pump. The rep indicated the patient was in post op x-rays at the time of the call and would attempt to interrogate the pump again in 5-10 minutes. The rep called back in and stated that they were able to interrogate the pump. The rep was seeing the pump was currently in a stopped pump mode. The rep stated they were able to update the pump successfully. There were no patient symptoms reported. The priming bolus volume was 0.376 ml.